Event description:
Inflammatory reaction of omentum, renal insufficiency, pain (post operative), elevated serum creatinine, exudate fluid with fibrin. Report received from a physician in 2004 regarding a pt (gender, age, initials not provided), who had a colectomy with anastomosis through low resection with seprafilm placed on the top of the omentum 10 months ago. The pt's medical history was not provided. On post-operative day two, the pt experienced post-operative pain, renal insufficiency, and a rise in serum creatinine. A gastrografin enema was negative for leaks. The pt developed severe peritoneal signs and underwent a second laparotomy. The area where the seprafilm was placed was severely inflamed, and murky fluid was present. The area was irrigated. The omentum biopsy showed an inflammatory cellular reaction. The fluid was exudate with fibrin. The pt recovered after surgery. MFR's comment: this is one of two reports from the same surgeon. Please refer to MFR. Control #sflm-10096 for details regarding the second report.